Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female plaintiff who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the plaintiff had essure inserted. On an unknown date, the plaintiff experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The plaintiff was treated with surgery (devices removed). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, back pain, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test" in 2015. The patient's concurrent conditions included appendicitis. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pain"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain/ pain/ low back pain"), abdominal distension ("bloating"), abdominal pain lower ("cramping") and medical device discomfort ("it felt like it was hitting something"). The patient was treated with surgery (supracervical , hysterectomy (uterus only), ablation). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal distension, abdominal pain lower, medical device discomfort, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain, fatigue and alopecia outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, medical device discomfort, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient via social media: - iud discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2019: pfs received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, hair loss, pain were added. Outcome of back pain updated to recovering / resolving. New reporters, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain/ pain"), abdominal distension ("bloating"), abdominal pain lower ("cramping") and medical device discomfort ("it felt like it was hitting something"). The patient was treated with surgery (devices removed). Essure was removed on (B)(6)2015. At the time of the report, the genital haemorrhage, back pain, abdominal distension, abdominal pain lower and medical device discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, genital haemorrhage and medical device discomfort to be related to essure. Concerning the injuries in the case, the following ones were described in patient via social media: - iud discomfort quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), abdominal pain lower ("cramping") and medical device discomfort ("it felt like it was hitting something"). The patient was treated with surgery (devices removed). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, back pain, abdominal distension, abdominal pain lower and medical device discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, genital haemorrhage and medical device discomfort to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries in the case, the following ones were described in patient via social media: iud discomfort . Most recent follow-up information incorporated above includes: on (B)(6) 2018: event -iud discomfort added. Reporter added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.